Event description:
Pt reported putting a new insulin cartridge in her infusion device and went to bed. Pt stated the next morning she woke up with a blood glucose level of 690 mg/dl and had to be taken immediately to the hosp. Treatment received was not provided. Length of time in the hosp was not provided. Pt reported the insulin cartridge in the infusion device was empty, the piston rod of the infusion device was in the middle position, and the rubber work in the insulin cartridge was in the middle position; no error message was displayed. Pt stated the infusion device didn't get wet and the inside of the device is dry. Pt reported she did not get her insulin in the night. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.